Event description:
Caller reported that the pump battery was depleting too quickly, which led to a pump shutdown. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.